Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with 6 infusion sets, all of which had kinked cannulas. The cannulas were noticed to be kinked within 3 hours of insertion in the abdomen. The patient regularly rotates the site location and there was no impact on the site area. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose at the time of the issue was noticed ranged from 300-400 mg/dl (16.7-22.2 mmol/l). The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 6 of 6.